Manufacturer narrative:
Age of device: 5 months, 28 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. During the manufacturer's failure analysis of the returned system controller, review of the downloaded log file found a no external power event recorded on (B)(6) 2017, which appeared related to a loss of power to the mobile power unit. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu) was not returned for evaluation and the serial number was not reported. Evaluation of a retrieved log file revealed a no external power alarm while the system was powered by the mpu. The recorded voltage levels indicated that the power to the mpu was lost and the system was supported by the system controller¿s internal battery. Approximately 5 seconds later the power to the mpu was restored and the alarm cleared. The pump parameters were not affected when the system was supported by the internal battery. A specific root cause for the no external power event while on mpu was not able to be determined. The serial number of the device was not provided and therefore a review of the device history records could not be completed. No further information was provided. The manufacturer is closing the file on this event.